Manufacturer narrative:
It is unknown when device migration occurred. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, open reduction internal fixation with fns (femoral neck system) was applied for bone twisting which had occurred after inversion. Around (B)(6), the neck bolt and the anti-rotation screw backed out. Revision surgery was performed on (B)(6), to remove the implants. During the procedure, the surgeon could not remove the locking screw from the plate when using a screw driver. The surgeon then tried to remove the locking screw using an extraction screw. However, the locking screw could not be removed. When the surgeon tried to remove it using tools such as pliers, subtrochanteric fracture occurred. As a tentative measure, the affected site of the subtrochanteric fracture was fixed with a wire, and then the surgical wound was closed. Revision surgery to implant an artificial bone head for revision is scheduled for (B)(6) 2018. The patient is currently in the hospital. It is supposed that hospitalization period will be extended due to the revision surgery. This report is for a bolt for femoral neck system 80mm length-sterile. This is report 1 of 2 for (B)(4).this complaint captures the migration of the original fns neck bolt and anti-rotation screw. The intraoperative incident on (B)(6) 2018 is captured in (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR, device manufacture date: device history record (DHR) review: please note, lot number: l692850 indicates non-sterile implant: 60123906. Manufacturing site: grenchen; release to warehouse date: 08.mar.2018; this part was sold as sterile product: 04.168.280s, lot: l828732; manufacturing site: grenchen; supplier: frueh ag; release to warehouse date: 22.mar.2018; expiry date: 01.mar.2028. The device history record shows this lot of 48 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device evaluated by MFR: investigation summary: the affected parts and x-rays were forwarded to product development for evaluation. The returned bolt [04.168.280] does not reveal any unusual wear marks or other damages. The antirotation screw/bolt construct has collapsed under control within the plate barrel. There is no further evidence of any other implant back out of the antirotation screw relative to the bolt. No further malfunction can be identified. In summary and based upon the information provided, no product malfunction/failure can be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.